Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with three ecr45b cartridge reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired with one piece sled detached, four double drivers out of position and the pan totally detached from the cartridge. The reload (d) was received fully fired with the one piece sled detached and the pan totally detached from the cartridge. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Due to the condition of reloads c & d, it's possible that handling by the customer could have led to the reported condition. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of one video, the following was observed: the video shows a device with a blue reload loaded and tissue was noted between the jaws. At the 00:03 mark, the device was fired. At the 00:06 mark, what appears to be a staple in a b formation could be observed in middle of channel. At the 00:07 mark, the staple was popped out when it was hit with the sled of device. In addition, no damage could be observed on the cartridge. Based on the video, the event described cannot be confirmed, since no damage could be observed on the reload.

Event description:
It was reported that during a thoracoscopic left upper lung partial resection, after firing the device, part was popped out of the cutter slot. The procedure involved three reloads and all staple lines and cut lines were good. There were no adverse consequences to the patient. No additional information could be provided.